Event description:
It was reported the patient was experiencing persistent pain at her ipg pocket site. The patient's physician aspirated .5cc of clear fluid from her pocket site. The patient's pocket site was treated with a steroid/anesthetic injection. The patient to follow-up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.